Event description:
Medline hypodermic needle (18 gauge 1.5") with ref # syr100187 and lot #180815 causes coring of vial rubber stoppers. This does not happen when using needles made by other mfrs. Issue was discovered before reaching any pts. Medication administered to or used by the pt: no. (B)(6). Access number: (B)(4).